Event description:
Customer reported being hospitalized due to low blood glucose. Customer mentioned that he was receiving no delivery alarms. Troubleshooting performed and pump appeared to be functioning as designed. Suggested to custmer to call md to discuss possible causes of low blood glucose levels.